Event description:
The following was reported to hamilton medical ag: ocal staff was in the process of upgrading software from 2.2.10 to 3.0.3. Migration software process was completed and the system was rebooted. Then, nothing appeared on the screen and the alarm sound remained on. I left it for about 15 minutes, but nothing changed, so I turned off the power. After that, when I turned on the power, the screen would not display and the alarm would only sound. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: cer 143473 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ocal staff was in the process of upgrading software from 2.2.10 to 3.0.3. Migration software process was completed and the system was rebooted. Then, nothing appeared on the screen and the alarm sound remained on. I left it for about 15 minutes, but nothing changed, so I turned off the power. After that, when I turned on the power, the screen would not display and the alarm would only sound. No patient involvement.